Event description:
The customer reported bellavista1000 us that while an fsr is onsite, biomed gave the vent with a note that said "user interface issues". Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). After checking the downloaded logs by the field service representative(fsr), no issues seen on unit interface. Fsr started to perform user verification test. No root cause has been determined yet.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely it is due to a software related problem. This is a known bug in wpf input subsystem, .net or windows related. The proposed bugfixes found online didn't solve the problem. Not critical as the issue appeared during start up. As a resolution, vyaire medical technical support field service representative (fsr) turned on the unit and found that it was starting up as a brand new unit. Performed ovp, no issues detected. The unit worked according to manufacturers specifications.